Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that this was an arthroscopic bristow procedure treating unstable anterior shoulder joint on (B)(6) 2020. The gryphon (210813) in question was inserted as the 4th implant into the glenoid cavity. Then, it appeared that the eyelet broke and the suture came off. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l40857] number, and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that this was an arthroscopic bristow procedure treating unstable anterior shoulder joint on (B)(6) 2020. The gryphon (210813) in question was inserted as the 4th implant into the glenoid cavity. Then, it appeared that the eyelet broke and the suture came off. The surgeon confirmed that a part of the fragments remained in the patient¿s body. The procedure was completed with a replacement without surgical delay. The device was the first use when the issue occurred. Additional information provided by the affiliate reported the fragments were not removed from the patient and there were no complications reported. It was also reported the device is not available to be returned for evaluation.